Event description:
It was reported the anchor stuck to the metal shaft when deployed. The physician tried to get the anchor off but the plastic pieces of the tool came apart. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of anchor model 97791, lot # n358082 showed no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received indicated that the device had not been used within patient. There was no patient death or injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.